Event description:
A male patient had a percutaneous trach placed at bedside. The next day, the nurse noticed that the phalange was broken on each side of the trach, and notified the surgeon and the pulmonary physician. The surgeon was in the pt's room within the hour and removed the trach and orally intubated the pt. Pt outcome unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.